Event description:
Related to MFR report # 2183959-2012-02047. It was reported by the plaintiff's attorney that on or around (B)(6) 2012 an unspecified pelvic mesh product was implanted in the plaintiff to treat her pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff suffered "inflammation," "serious bodily injuries, including extreme pain, erosion of her internal tissues, dyspareunia and other injuries." It was also alleged that the plaintiff "experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and she has sustained permanent injuries."

Manufacturer narrative:
It is unk what ams pelvic mesh product was implanted. Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.